Manufacturer narrative:
B3: date of event - estimated as the date of the perforation is unknown. H6: impact codes: corrected from unexpected medical intervention, f23 to surgical intervention, f19.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. The patient's heart was perforated. The patient had to be operated on and was ventilated after the perforation.

Manufacturer narrative:
Estimated as the date of the perforation is unknown.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. The patient's heart was perforated. The patient had to be operated on and was ventilated after the perforation.